Event description:
A female patient contacted customer support to report that her system would not boot up with one of the battery packs. The other battery pack functioned normally. When the battery pack was placed in the battery charger none of the leds would light up, but she gets the normal led when the other battery is charging. Support sent the patient a replacement battery pack.

Manufacturer narrative:
Device evaluation of battery pack has been completed. The reported problem was confirmed. Battery pack was tested and found to have defective cells and u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused the u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The battery was repaired, retested, and restocked. No adverse event resulted from the faulty battery pack. The patient received a replacement battery pack.